Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it was not inflating due to a kink in the connecting tube between reservoir and pump. In addition, the reservoir had migrated out of the space of retzius, into the patient's scrotum. A surgical procedure was performed to remove and replace both components. There were no patient complications reported.